Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the electrical breaker issue could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the main chassis with fluid inside, 4 suction feet at the bottom with weak suction force, top cover with minor paint scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the maintenance unit had breaker issue, it's tripping the breaker when it get plugged in. The issue was found during the reprocessing. There was no patient harm associated with the event.